Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they require assistance for an infusion set change. Customer does not recall any significant events leading to the error. Customer's blood glucose was 289 mg/dl at the time of incident and customer indicated that they were about to go to the hospital as they were having trouble breathing. Troubleshooting was unable to be performed as customer was taken by paramedics. No further information was provided.